Event description:
A tech-switch which had previously been used 6 times began to self-activate on cut or coag without the button being pressed. At some point during the procedure the surgeon rested the pencil on part of the patient's (draped) leg. The memory in the cable activated the pencil causing it to turn, resulting in the pencil touching the other leg (calf) and causing a burn. The burn was not serious, it did not break the skin, and no medical intervention was required.